Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and found error codes relevant to the malfunction. The cse replaced the analog interface (ai) printed circuit board (pcb). The cse performed extended self-testing on the device and all tests passed.

Event description:
Covidien received information stating that an 840 ventilator stopped cycling while in use on a patient. The patient was on a second ventilator. The patient was not harmed or injured as a result of the event.